Event description:
It was reported by the rep that the deivce was used during a coronary artery bypass graft. It was reported the clip applier would not feed clips. The surgeon requested that the remaining appliers from the box be returned to make sure the entire lot number is not defective. Another device was obtained to complete the case. This device was obtained from another lot number. There was no consequence to the pt.